Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure the taxus liberte stent dislodged inside the patient. The target lesion was located in the rca (right coronary artery). The stent did not move on the balloon during prep. The delivery system entered the body twice. The physician decided that the initial guide catheter was not giving adequate support to deliver the stent, he changed out to an al1 guide. The physician then rewired the vessel and tried to deliver another shorter stent. It was found that the 2.5x32mm taxus liberte stent had come off of the delivery system prior to deployment of the shorter stent and remained on the wire and dislodged at the y-adaptor. There were no further patient complications and the patient was reported to be "okay". The procedure was completed with a different device.